Event description:
Healthcare provider was replacing infant's bubble continuous positive airway pressure (bcpap) mask. When trying to replace the blue clip to attach to the hat, healthcare provider discovered that the blue clip had broken off. Manufacturer response for flexitrunk, fisher and paykel (per site reporter). They were made aware on 11/26/2024. Currently awaiting manufacturer response.

Event description:
Healthcare provider was replacing infant's bubble continuous positive airway pressure (bcpap) mask. When trying to replace the blue clip to attach to the hat, healthcare provider discovered that the blue clip had broken off. Manufacturer response for flexitrunk, fisher and paykel (per site reporter). They were made aware on [redacted]. Currently awaiting manufacturer response.